Event description:
It was reported that during an unknown procedure, the staples were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter continued to revert to the setup mode when a test strip is inserted. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). The patient continued to take her usual dose of medication. About 24 hours after the start of the alleged product issue, the patient claimed she felt a symptom of dizzy. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The alleged issue occurred after the patient replaced the meter batteries which caused an interruption in power. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text-01/11/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have esd chip failure . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed